Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) in the esophagus performed on (B)(6) 2011. According to the complaint, during the procedure, it was noted that the balloon had a hole. It was removed and the procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Reported event of balloon hole. Investigation results: according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however, this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A search of the complaint database revealed that no similar complaints exist for the specified lot.